Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
D4: gtin updated. Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.